Event description:
Procedure type: lap hernia repair. Patient gender: unk. According to the reporter: the small pin from the locking mechanism at the lip of foam went loose and fell out the instrument. The foam wasn't able to fixate anymore. There were no patient injuries reported.